Manufacturer narrative:
This is the final report.

Event description:
A report was received that a physician performed exploratory surgery on a patient's pocket site due to suspected infection. The patient had symptoms of redness and pain at the pocket site. The pocket site was opened up and there were no signs of fluid or infection. The physician determined that it was the patient's body reacting to the stitch at the pocket site. No devices were explanted and the patient is reportedly doing well.